Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an elective device replacement procedure, diagnostic imaging was performed on the right ventricular (rv) lead and confirmed the lead was dislodged. The rv lead was capped and a new lead was implanted. The patient was in stable condition.